Event description:
It was reported that a 39-year-old caucasian female patient underwent a breast augmentation revision surgery with a 400cc mentor memorygel breast implant. Post-operatively, the patient was seen for a revision surgery. During the revision surgery, it was discovered that the patient¿s left prosthesis was ruptured. As a result, patient underwent removal and replacement with a 300cc mentor memorygel breast implant on (B)(6) 2023. There were no reported patient consequences due to the rupture discovered during the revision surgery.

Manufacturer narrative:
The product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the was found to be ruptured and received in three parts. In addition, shell abrasion was noted on the edges of the rupture. A microscopic examination was performed and instrument damage was not found on the area of the tear. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).